Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported cardiac perforation is unk. Date report submitted to FDA by manufacturer: 02/10/2011. Date the initial reporter provided the info to the manufacturer: (B)(6) 2011.

Event description:
It was reported while performing transseptal puncture with the aide of transesophageal echocardiography, the physician mistakenly confused the ablation catheter, which was close to the septum, with the sheath/needle. A second physician, who performed the puncture, thought everything was in a good position and when performing the transseptal puncture caused a cardiac perforation. No surgical intervention or drainage was required and the pt remained stable while the procedure was continued.